Event description:
The customer reports that a new study that was sent from the modality merged with existing study in ea due to same study instance uid. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B) (4).